Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection. Insert was changed on (B)(6) 2020. Everything was removed and nothing was replaced. Cement on tibial side was highly likely to have been depuy but hospital owns to no records are available. This patient has been infected for years and has never been clear of infection the entire time she has been operated on. Doi: (B)(6) 2019; (B)(6) 2020 (insert only). Dor: (B)(6) 2020; right knee.